Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed that a flexvision pc error resulted in the system not being able to complete the startup sequence. The fse replaced the flexvision pc . After replacement of the flexvision pc the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code and evaluation method code were corrected.

Event description:
It has been reported to philips that the allura system was not booting past 00:00. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.